Event description:
It was reported that this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring 2796 ohms. The patient was seen in the office in august and the device was reprogrammed to bipolar however, a lead safety switch was triggered. It was noted that impedances have been rising intermittently. There was no observations of noise and all other lead measurements were stable. Technical services discussed possible causes and provided programming options. The sales representative will discuss with the physician and will bring the patient in for device reprogramming. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring 2796 ohms. The patient was seen in the office in august and the device was reprogrammed to bipolar however, a lead safety switch was triggered. It was noted that impedances have been rising intermittently. There was no observations of noise and all other lead measurements were stable. Technical services discussed possible causes and provided programming options. The sales representative will discuss with the physician and will bring the patient in for device reprogramming. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring 2796 ohms. The patient was seen in the office in august and the device was reprogrammed to bipolar however, a lead safety switch was triggered. It was noted that impedances have been rising intermittently. There was no observations of noise and all other lead measurements were stable. Technical services discussed possible causes and provided programming options. The sales representative will discuss with the physician and will bring the patient in for device reprogramming. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as it was reported that the right ventricular (rv) lead exhibited high thresholds. The device re-programmed the output to 3.5v. The device was programmed to unipolar pace and bipolar sense due to the high out-of-range pacing lead impedances and measurements now measure in the upper 300 ohm range. Technical services discussed possible insulation breach. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.